Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was high; although specific value was not provided. Customer addressed the bg with a correction injection via manual insulin injections